Event description:
Pt experienced pe like symptoms after angiojet xpeedior 100 catheter use in av graft. Maybe not pe as no angiogram. Follow up with site stated that the pe diagnosis was based on pt experiencing shortness of breath and drop in o2 saturation during the procedure, but there had been no angiographic evidence of pe (it's unclear whether they've looked for angiographic evidence and have just relied on the clinical sx). The pe like symptoms have been experienced by only a few site physicians at this site suggesting a catheter technique issue. Pmi physician consultant did indicate that he doubted that the xpeedior catheter was causing significant pe, given his own extensive experience with xpeedior and not observing this himself. He noted that if a pt had not been dialyzed in several days (4-5) and had to lay flat for av declot, that could also cause sob/o2 desat. Technique in pulling arterial plug could also cause emboli, moreso than xpeedior use.